Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Reportedly, the customer loaded cold insulin into the cartridge and was not performing the air removal step properly. Customers blood glucose level was 159 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.